Event description:
It was reported that during the procedure, a burning smell was noticed, and errors 188 and 58 displayed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during the procedure, a burning smell was noticed, and errors 188 and 58 displayed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
This console was serviced at the customer's site. The field service engineer (fse) found errors 188 and 58 and noticed that the ceramic fuse house and adapter were burnt and damaged. The reported event was confirmed. The fse replaced complete new ceramic fuse house and adapted water level. All the system tests were passed. The power output was also verified to be working as expected. After the field service engineer performed the replacement of the ceramic fuse and adapter, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The reported event found could have affected the device performance leading to the event experienced by the customer.